Manufacturer narrative:
(B)(6). It was reported the prefilled catheter flusher was broken at the mandrel. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a prefilled syringe in its packaging flow wrap with a damaged syringe plunger rod thumb press. No other defects or imperfections were observed. This defect could occur if the unit was not positioned properly in the flow wrap when the flow wrap cutter cut the package. A device history record review was completed for provided material number 306593, lot 2096906. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging flow wrapper was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd pre-filled saline syringe it was broken at the mandrel. The following was received by the initial reporter: on (B)(6) 2023, the patient was admitted to the hospital with a cerebral hemorrhage. The nurse in charge sealed the patient's indwelling needle after intravenous infusion on (B)(6) 2023, as prescribed by the physician. Upon opening the package, she found that the prefilled catheter flusher was broken at the mandrel and could not be used. The prefilled catheter flusher was immediately replaced with another prefilled catheter flusher, causing no harm to the patient.